Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Concomitant medical products: product ID: 3889-28, lot# va12uwn, implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins). The patient came to doctor's office complaint of pocket pain. Doctor scheduled patient for normal ins replacement and pocket revision. During surgery the pocket was filled with milk like substance, hard white substance similar to battery corrosion in the pocket. Patient lost 70 pounds resulting in a superficial battery pocket. The doctor reported the pocket looked normal otherwise when he examined in the office. The ins and lead was removed. The doctor chose to remove the device and let the pocket heal prior to implanting a new device. The issue was resolved at the time of this report. There were no further complications reported.

Manufacturer narrative:
The implantable neurostimulator (ins) passed functional testing; however the setscrew was backed out too far. If information is provided in the future, a supplemental report will be issued.